Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were four symfony intraocular lenses that were explanted from patients due to various complaints of glare, having intolerable vision due to an incorrect power, and being unhappy with intermediate vision. Reportedly, all these explant cases involve several different physicians. No additional information was provided. This report captures 2 of 4 reports.

Manufacturer narrative:
The following sections haves been updated accordingly: serial#: (B)(4). Catalog#: zxt150u200. Expiration date: 6/5/2022. UDI #: (B)(4). Device manufacture date: 6/5/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient experienced halos on her right eye (od) as well. Patient was doing well post-surgery. There was no patient injury reported and no other surgical intervention was required. Product will not be returned for investigation. No additional information provided. The following sections have been updated accordingly: gender/sex: female. Date of event: (B)(6) 2017. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2018. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.